Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd plastipak¿syringe concentric luer slip was found leaking on several incidents as ¿problem of sealing between needle IV and syringe. Blood leakage by blood return + leakage of mrp (injected radiopharmaceutical medicine) around the puncture site. There was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: one used sample has been received of 2ml lot 1710001 and one microlance 25g 5/8¿ needle for investigation, both decontaminated. Upon visual inspection of the syringe and needle received, no damage or molding defect can be observed in any of them that could have caused leakage. DHR of lot 1710001 is reviewed not finding any annotation or deviation regarding the alleged defect. Tip verification tests is done to the first lot manufactured per month and per manufacturing line according to procedures with iso 594 compliant pass/non pass gauge. Syringe tip is verified with this gauge and it is iso594 compliant. Needle hub is also checked with iso 594 compliant pass/non pass gauge finding it iso 594 compliant. Leakage in conical fitting test is done with the syringe and with the needle separately according to procedure. No leakage can be observed in syringe connection neither in hub connection. Needle and syringe received are connected and syringe is filled with water not observing any leakage in connection between both. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Visual inspection: molding: 2 injections per shift. Printing: 24 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 24 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (without product) per hour, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. Functional inspection: printing: once in the first pallet, once in the middle of the lot and once in last pallet of the lot. Assembly: once in the first pallet, once in the middle of the lot and once in last pallet of the lot primary packaging: once in the first pallet, once in the middle of the lot and once in last pallet of the lot. According to results obtained from tests done no manufacturing defect has been found in sample received, so the root cause cannot be determined.